Event description:
Medical affairs spoke to pt's family member who provided the following info. Pt had been unable to test on their ultra meter for the past couple of days due to the test strip port being damaged. Pt is on an insulin pump and family member does not know pt's regimen. Family member mentioned the pt was having a seizure and pt family member took pt's meter and tried to test and was unable to get the meter to work, so family member called the paramedics. Per family member the paramedics came and their meter was not working, so they gave the pt a glucagon shot. By the time another ambulance arrived, they tested pt and pt was in the 60's. Family member claims pt was treated at the home and not taken to the hosp. Customer service was unable to resolve the issue and sent pt a replacement meter.